Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the left anterior descending artery with moderate calcification, mild tortuosity, and 80% stenosis. Pre-dilatation was performed with a 2.75x08mm and a 2.75x12mm unspecified balloon dilatation catheters at 8 atmospheres. Then a 2.75 x 33mm xience xpedition stent was deployed; however, while removing the stent delivery catheter, a distal edge dissection was observed. The dissection was covered with a 2.75 x 12 mm xience xpedition stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.